Event description:
It was reported that there was an infection. Pt became feverish and required a lengthened hospital stay. The hosp tested the incision site and found pseudomonas aeruginosa enterococcus.